Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2021-18708. Related manufacturer reference number: 1627487-2021-18709. Related manufacturer reference number: 1627487-2021-18711. Related manufacturer reference number: 1627487-2021-18712. Related manufacturer reference number: 1627487-2021-18713. Related manufacturer reference number: 1627487-2021-18714. It was reported that the patient lost therapy. Diagnostic revelated high impedances. Additionally, the ipg was inoperable. As such, the entire system was explanted and replaced on (B)(6) 2021 addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Both returned flex extensions were complete with no visual anomaly. Both extensions passed electrical testing. No root cause was identified for reported event.

Manufacturer narrative:
Updated section d9, d10 and h3. These fields were inadvertently excluded in follow-up report-1.